Event description:
It was reported that the tip of the device became detached during the course of a surgical procedure. The tip did not enter into the surgical site. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device was received by the MFR for eval and the complaint was confirmed. Suction tube was found loose from tip insert. The root cause was found to be multi-factorial.